Manufacturer narrative:
An event of device deformity during procedure was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. One video was provided which appeared to show bulbous deformation on distal disc when deployed through the loader on the operation table. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Information from the field indicated that a smaller sized device (9-asd-mf-030) was implanted, so it is possible the device was miss-sized. However, the cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. "Please note that per the instruction for use (IFU), artmt600157382 rev d, the recommended sheath size to be used with 30mm amplatzer cribriform occluder is 8f".

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 30mm amplatzer cribriform occluder was selected for implant using an unknown 9fr abbott delivery system. It was noted during procedure that the occluder exhibited a bulbous deformation when being deployed. The deformed occluder was never released from the delivery cable while inside the patient. There was no interaction with cardiac structures during deployment and no angulation or kink noticed in the delivery system. The decision was made to remove the 30mm amplatzer cribriform occluder and replace it with a 25mm amplatzer cribriform occluder to complete the procedure. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects reported. The patient was discharged at the time of report.